Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port needle was difficult to withdraw. The following information was provided by the initial reporter: the needle was too tight to withdraw.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the physical sample returned for evaluation. Bd received one affected unit for this incident. The device was received with all components present and intact and with the clamp component disengaged. Visual observation showed no damage to the v-clip or the grip components that could have contributed to difficulty during disengagement. Needle disengagement was performed and some resistance was experienced while pulling the needle through the washer component. The washer was observed to have some movement, but it was not floating freely as intended during disengagement. The unit was able to successfully disengage and the needle assembly decoupled from the catheter and extension line. The unit was then dissected for further inspection and no damage was observed to the cannula or the retaining washer. Measurements were obtained for the components, revealing that the retaining washer measured on the lower end of specifications and the cannula measured at the higher end of specifications. These dimensions combined could cause low mobility of the washer component, contributing to resistance during disengagement. Preventative maintenance and in process sampling are performed at regular intervals to mitigate the risk of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port needle was difficult to withdraw. The following information was provided by the initial reporter: the needle was too tight to withdraw.